Event description:
It was reported that during the implant of a cardiac resynchronization therapy defibrillator (crt-d) using a left bundle branch procedure, the defibrillator lead passed into the right ventricle and disrupted the right bundle branch, resulting in asystole. The patient had no underlying rhythm for the remainder of the case and was dependent on continuous pacing at high output on the defibrillator lead to maintain heartbeat. An escape rhythm briefly returned, allowing fixation of the defibrillator lead, after which pacing was decremented to off and the patient remained without an underlying rhythm. During the procedure, the mobile programmer disconnected from the mobile programmer application for approximately half a minute, resulting in a loss of electrocardiogram (ECG) and electrograms (egm) displaying only a black screen. The mobile programmer connection intermittently flashed between connected and disconnected. It was noted that once the mobile programmer and host tablet were picked up, connection was stabilized and both the ECG and egms returned. The power cable was checked and found to be secure, and the issue did not recur. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event. Application version: 4.2.2 host tablet os version: 18.5

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.